Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The hcp reported that the patient¿s device had not been working for years. It was recommended that they have the device checked with the patient¿s managing healthcare professional to determine device status. There were no patient complications reported as a result of this event.